Event description:
Twenty five months after percutaneous coronary intervention (pci) with two cypher stents, focal restenosis was found in the distally implanted stent.

Manufacturer narrative:
As reported by the study, this patient presented to the cardiac catherization unit for elective treatment and 1-vessel disease was found. Precutaneous coronary intervention (pci) was performed on a 99.2% de novo lesion in the mid left anterior descending artery (lad) of 36.2 mm in length in a 2.6mm vessel diameter. The (type c) eccentric lesion was diffused and slightly flexed. Pre-procedure medications included aspirin 100mg/day and ticlopidine hydrochloride 200mg/day. 8000 units of heparin were administered during the procedure. The femoral approach was chosen for the procedure. Pre-dilation was conducted with a 2.5 x 14 mm balloon at 10 atmospheres (atm). Then a 2.5 x 23 mm cypher stent was implanted at 10atm followed by a 3.0 x 28mm cypher stent also at 10 atm, at the proximal end of the initially implanted cypher. Post-dilation was conducted with the same balloon at 14atm. Timi iii flows were recorded pre and post-procedure. The residual diameter stenosis measured 37.1% intravascular ultrasound (ivus) was conducted. Post-procedure medications included aspirin 100mg/day and ticlopidine hydrochloride 200mg/day. Approximately 25 months later, coronary angiography (cag) was conducted and focal restenosis was observed at the distal end of the distally implanted cypher. There weas 99% stenosis. The patient did not experience chest pain. To treat the restenosis, a cutting balloon was conducted at the restenosed area. The residual % of tenosis was 0%. Cilostazol 200mg/day was added to the patient's medication regimen. Please note that this product is not distributed in the us. However, it is similar to the us distributed. This product is also not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt.